Event description:
It was reported that there was high impedance of greater than 2500 ohms, oversensing, and inappropriate therapy. The ICD was explanted and the lead was capped. No patient complications have been reported as a result of this event.